Event description:
The facility reported the doctor was using the versapulse select 45w laser, with the versatip 30 degree handpiece with versalink handpiece/fiber. The fiber had detached from the handpiece while in use and subsequently burned the doctor's hand. The burn was described by the doctor as a deep burn in 2 places resulting in 1st, 2nd and 3rd degree burns in the palm of their hand.